Manufacturer narrative:
(B)(4).

Event description:
Patient was also injected with botox® in the frown and forehead lines on the same day as the injection with juvéderm® voluma¿ with lidocaine. Patient had "laser tightening treatments" of "cutera titan (infrared, no downtime)" up until 2 days before the event occurred. Over the next few days after the start of the event, the patient had developed swelling all over the face, legs and arms. Patient also noted a weight gain of 4kg. Patient had "general abdominal discomfort" ( not related to the device) and "a reduction in urine output for 1-2 days" (not related to the device) before consulting with another clinic. The patient was then later reviewed at another clinic and informed the patient had an allergic reaction and was given furosemide, hydrocortisone injection and dexamethasone. Patient also had lab tests of the following: "normal lft, normal renal panel, normal crp and esr, wbc=5.6, hb=13.2, plt=116 (slightly reduced)." Patient had a "progressive diuresis over the next 2 days, but noted persistent swelling in the lips." Five days later, the patient consulted with the injector as the patient had "lip swelling increase" on the previous 3 days. Patient was concerned the swelling was due "to an infection of the prior filler done" with juvéderm® volift¿ with lidocaine. Palpation of the lips revealed 2 nodules, one on each side of the upper lip, and another 2 nodules, also one on each side of the lower lip. The most swollen area was the "area below the right nostril (above the upper lip) which is an area that "received no filler treatment" that was "non-tender, but slightly erythematous on the surface." Additional lab tests were ran with following results: "slightly elevated total bilirubin, slight increase in bun/creatinine, as well as hemoglobin" from the previous values which were attributed to dehydration (not related to the device), wbc=7.3, plt: 161. Physician assessed that the patient had "continued angioedema and recover from the allergic reaction" from the date the adverse events began. Physician also feels the "swelling surrounding the lips may have been attributed to the hydrophilic nature of the hyaluronic acid fillers." The patient is known to sleep prone which may have "aggravated the swelling of the lips." Patient was treated with an oral prednisone taper and augmentin. Although inconsistent with the patient's symptoms, there was "granuloma formation around the filler." Patient had an "overall improvement" but the "swelling of the lips" and "undereye area (primarily on left) tended to fluctuate." There were days the "swelling was markedly less and others where swelling appeared more prominent." Patient advised to "sleep with 2 pillows, reduce salt intake and to alternate warm and cold compress. In one morning, the patient woke up with "worsening swelling all over the face and eyes, consistent with ongoing allergy. Consulting another clinic, the patient was treated with chlorpheniramine injection, xyzal, demethasone, atarax and hydrocortisone injection. On examination, the patient had "swelling of the undereye areas and cheeks, improved swelling of the lower lip, persistent swelling of the upper lip, slight pitting edema at the ankles."

Event description:
Healthcare professional report injecting a pt with juvederm voluma with lidocaine in the "mid malar." Three months later, the pt received another injection of juvederm volift with lidocaine in the lips. After each injection the pt was treated with ice. Several months after the injections, the pt developed a "severe allergy from known food allergy" with "swelling around face persisted but swelling migrates and fluctuates," "full body swelling" and migraines. Pt was treated with lasix, dexamethasone, augmentin, "pred taper" and atarax. Symptoms resolved and returned 11 days later with additional swelling in the "cheeks area."

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The events of full body swelling and migraines are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.